Event description:
A customer contacted a baxter technical service representative (tsr) regarding an alarm that appeared on the display of the home patient's (hp) homechoice (hc) machine during prime, the patient was connected. The hp had received the se 2240, cycled the power, received se 2367, cycled the power again, got back to press go to start, pressed go and began to go back through the set up process again using the same supplies. There was patient involvement. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only". There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.